Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had ac failure. A field service engineer (fse) inspected the pyxibus cable on both the main and auxiliary connections. After logging into the station application and opening/closing the drawer, an ¿ac power failure¿ notice appeared and the station began shutting down to reboot. The e-compartment was opened and all cables and connections were inspected. The power supply module was replaced, and upon further inspection, the pyxibus cable was fully seated and pressed down the cable to ensure full seating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had ac power failure. Station had error message as ac failure and drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.